Event description:
On (B)(6) 2025, meridian bioscience inc. Technical service department received a call from a customer who reported a full run of indeterminate results obtained during testing with the revogene group a strep assay. Customer also reported a burning smell during the run. When the run was completed, the customer observed that the microfluidic pies were melted. Customer had their clinical engineering department check the outlet and the circuit the revogene was plugged into and everything checked out ok. Customer did not observe any visible damage to the instrument other than the melted pies. While there were no reported claims of serious injury or harm were reported, meridian has elected to submit this report out of an extreme abundance of caution.

Manufacturer narrative:
A preliminary investigation was completed by the instrument's contract manufacturer, meridian bioscience canada. This investigation confirmed that the instrument's cooling period was functioning properly thus reducing any risks associated with incidental contact with heated components by the user.